Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 37791, product type: recharger. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The consumer reported that they were recharging for 6 hours with full coupling bars and their implantable neurostimulator (ins) had not charged. The patient confirmed with the patient programmer that they had half a battery charge on the ins. When the patient charged the day prior to the report the ins would not charge past half. They also confirmed that they had full coupling with the recharger at the time of the report. It was noted that a manufacturer representative told the patient to have the ins replaced because the antenna might be bad. The patient was sent a replacement recharger. They also requested a replacement recharger antenna. The patient was going to follow up with their doctor to have their ins checked. There were no patient symptoms reported. The patient was indicated for spinal pain. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.